Manufacturer narrative:
(B)(4). The site has indicated that the incident sample will not be returned for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. The IFU for this device warns to eliminate tension on the tissue when sealing and cutting to ensure proper function. Please see attached memorandum for additional information.

Event description:
The customer reported that some seals had oozing even though an end tone, signifying a completed seal-cycle, was heard. The procedure was a robotic extended hysterectomy to remove a malignant tumor from the uterus. The areas where the seals had oozing were the ureterosacral ligament and infundibulo pelvic ligament. The oozing was controlled with the same device. It was also noted that some tension was applied to the tissue on some of the applications. The site has indicated that the device will not be returned for evaluation.